Event description:
Information was received from a consumer regarding a patient who was receiving 5000 mcg/ml fentanyl at a dose of 29.7 mcg/day via an implantable pump for non-malignant pain, other chronic/intractable pain (trunk/limbs), and other non-malignant pain. It was reported that the patient has raynaud's since 2013 and feels like they have a fever all the time for the about two months. The patient hadn't been sick or anything to cause it. The patient has to go to the hospital to have enemas every two weeks since (B)(6) 2016 and is not able to go to the bathroom by herself. The patient hadn't had a refill since (B)(6) 2016, but it was changed on (B)(6) 2016. The patient was supposed to have a refill on (B)(6) 2016 and the patient didn't get a refill. The patient saw the healthcare provider (hcp) on (B)(6) 2016 and the hcp read the pump and gave a printout. The pump was put into minimum flow rate with a non-therapeutic dose. The low reservoir alarm date was 2019-apr-21. The patient didn't feel any withdrawals and the hcp said they were done and said "I will see you when I see you". The patient was told it would take 13 months and to make an appointment if they needed one and they were done here. The patient was told they could fill it with saline and take drug out. The patient was afraid she would go into withdrawals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.